Manufacturer narrative:
The reagent lot number is 772291 with an expiration date of 30-spr-2025. A general reagent issue was excluded. The field service representative found a droplet/balloon on the tip of the detergent cell rinse nozzle. The detergent dilutors, acid dilutors, and a defective check valve were corrected. The cell rinse tubing was replaced and the issue was resolved after this action. Calibration and qc were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 test system results for 3 patient samples on a cobas 8000 c 701 module. Sample 1: the initial result was 161.2 mg/dl and the repeated result was 89.4 mg/dl. The repeated result was believed to be correct. Service actions were performed after the first sample was run. The field service representative decontaminated the reagent pipettes, adjusted the reagent and sample pipettes, adjusted the gear pump, and adjusted the filling level of the cleaning solution of the cuvettes. However, the issue still occurred on 02-oct-2024. Sample 2: on 02-oct-2024 the initial result was 189 mg/dl. The sample was repeated on another module and the result was 84 mg/dl. The sample was repeated on the same module as the initial result and the result was 81 mg/dl. Sample 3: on 02-oct-2024 the initial result was 156 mg/dl. The sample was repeated on another module and the result was 92 mg/dl. The sample was repeated on the same module as the initial result and the result was 90 mg/dl.